Manufacturer narrative:
(B)(4). Potential reprocessing. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure there was a solid tone was heard after using a few minutes. The titanium tip was broken during the re-pre-run test. Changed to a new device to complete the procedure. No adverse event on the patient. One device will be returning.